Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having reservoirs that leaked past the o-rings. The customer stated that the leak was discovered when the reservoir was removed and insulin was found outside the o-rings and inside the reservoir compartment of the insulin pump. The customer then stated that as a result of the reservoir leak, his blood glucose levels had elevated to 540 mg/dl, which he treated by a manual injection. The customer later mentioned that the reservoir had been working and that the leak had occurred on the third day of using that reservoir. Nothing further was reported.